Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the needle broke off and was stuck in the patient. The needle was not able to be removed either. The patient was subjected to a longer surgery as well as a larger incision than what was planned. We did inquire about the surgical delay but the customer did not clarify how long the delay was.

Event description:
It was reported that the needle broke off and was stuck in the patient. The needle was not able to be removed either. The patient was subjected to a longer surgery as well as a larger incision than what was planned. We have reached out to see if we can clarify the delay with the customer as well.